Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation was due to a non-abbott device.

Event description:
Following a left atrial flutter and pulmonary vein isolation ablation procedure, an inferior vena cava perforation was noted. During the procedure there was difficulty maneuvering a non-abbott catheter, however the procedure was able to be successfully completed. Several hours after the procedure the patient's hemoglobin decreased and an echocardiogram revealed bleeding from the inferior vena cava. Surgical intervention was performed to stabilize the patient. There were no alleged performance issues with any abbott device during the procedure. Further information from the physician indicated that the non-abbott catheter caused the perforation.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Several hours after a successful left atrial flutter and pulmonary vein isolation ablation procedure, the patient's hemoglobin decreased. A echocardiogram was performed, revealing bleeding from the inferior vena cava. The patient remained in stable condition. There were no alleged performance issues with any abbott device during the ablation procedure.